Event description:
The customer received a blood glucose reading of 190mg/dl on the contour next ez, re-tested on a different meter and the reading was 90mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer used all of the test strips, so product will not be returned for evaluation. A new meter was sent to the customer.